Manufacturer narrative:
A specific root cause could not be identified. Further investigation of the suspect pcb transfer xy control did not show any defects. It was confirmed that the pcb transfer xy control was probably not the cause of the smoke. The field service representative inspected the board from the analyzer and did not find any burnt areas. Based on error message produced by the analyzer, it was suspected the power supply caused the smoke. However, the field service representative noted it did not look or smell like smoke and pictures of the power supply did not show any problems.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported the nursing staff noticed smoke coming out of the analyzer and they called the fire department. A tech powered off and unplugged the instrument. There were no evacuations and the smoke was contained to the laboratory. There was no adverse event. The field service representative found there were error messages and the pcb transfer-xy control was faulty. The customer did not want the analyzer repaired as a replacement analyzer has gone into use.